Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: comp-(B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 77 year old female patient presented to his evolutionary dentistry office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2024 at tooth location #28. It was reported that the implant was not placed after immediate extraction and was immediately loaded. The patient presented with the issue on (B)(6) 2024, within three weeks of implant placement. During the examination, the doctor discovered that the implant had failed to osseointegrate and also had fit issues. As a result, the implant was removed on (B)(6) 2025 without the use of any instruments, and a temporary bridge was placed between teeth 29 and 27 as a replacement. The patient had symptoms of inflammation and granulation/fibrous tissue around the implant, and dehiscence, which resolved after implant removal. The date of prosthetic restoration was (B)(6) 2024. The prosthesis involved a single tooth and was screw retained. The opposing arch consisted of natural teeth. It was also reported that a custom abutment was used. The patient did not sustain any permanent injury; it was reported that an additional medical or surgical procedure, bone grafting, is required. The patient had type ii bone quality and excellent oral hygiene. No abnormalities with the implant or its packaging were reported.